Event description:
The customer reported being hospitalized for low blood glucose and seizures. It was reported the customer fell, had broken ribs, and the insulin pump's case is cracked in several places.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.